Event description:
The report stated that the ligasure impact handpiece worked initially and then it locked up while on patient tissue. The surgeon had to suture around the device and cut it out.

Manufacturer narrative:
Date of initial report: october 10, 2007. Evaluation of the incident sample found tissue build up in the blade track that prevented the cutting blade from fully retracting. A designed safety feature of this device is the inability of the jaws of the device to open while the cutting blade is advanced. Once this tissue was removed, the blade would retract as designed.